Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Pump was received with no button response at escape, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. No button error alarm during testing. However, keypad flattened button dome switch (creased). Was found on escape and act buttons.

Event description:
The customer reported via phone call that the half of the top and an o ring of the reservoir compartment was damaged. The customer¿s blood glucose level was 147 mg/dl. The insulin pump will be returned for analysis.